Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused skin cancer, cough with mucous. The patient did report to receive medical intervention and had a skin biopsy on (B)(6) 2021 and had the skin cancer removed on (B)(6) 2022. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.